Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was a partial shaft separation at the collar. There was damage to the shaft at the separation ends. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2017. It was reported that device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified mid left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a non bsc stent was initially used to approach the lesion but was unable to go through due to heavy calcification and angulation. Then, a guidezilla was used to cross the lesion; however, device was unable to cross even after several attempts. The procedure was not completed and patient was sent for coronary artery bypass grafting procedure. No patient complications reported. However, device analysis revealed a partial shaft separation at the collar.